Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient prematurely consolidated and another osteotomy was performed. The nail was reported to have failed to distract intra-operatively. No patient adverse event was reported.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product showed no visible damages on the nail. X-ray images of the internal components showed no damage and revealed the nail was distracted just beyond the midpoint. The nail was functionally tested and was unable to be distracted and retracted with the external remote controller (erc) or the high-speed magnet which confirmed the reported failure. The nail was found to be totally jammed. Upon dismantling the device, dry blood build up was found on the distraction rod. No other issue was found with the internal components. There was insufficient information provided to be able to determine a root cause; however, the implant may have been damaged when testing on the back table and/or its reuse after being implanted as this is a single use device.

Event description:
No additional information has been provided.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.